Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6)2023, it was reported by a sales representative via sems that an abs-10061t prp kit would not register the correct blood volume and the spin cannot be completed. This occurred during a case and another kit was used to complete the case.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due to improper insertion of the cassette. Per dfu-0260-r0; instruction for use: "loading the variable volume separate chamber should always be the first step in the setup process. Loading the variable volume separation chamber and pressing down on the separation chamber plate will remove the excess air volume from the chamber. If the excess air is not removed, the separation chamber plate will not load properly.".